Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that patient had bilateral knees done on (B)(6) 2013. Left side was previously revised (B)(6). Right side revised on (B)(6) 2019. Insert had some unknown notches that surgeon would like examined. Also tibia came off with no cement on underside. Surgeon mentioned same thing happened on left side as it was revised. Surgeon has requested tibia and insert be sent back to be examined to see what could have been the cause. Sigma implant were revised. Depuy cement was used for primary surgery. Doi: (B)(6) 2013, dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.